Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of noise resulting in oversensing and a loss of capture noted on the right ventricular (rv) lead. There was also decreased sensing threshold noted on the rv lead. During the revision procedure, there was insulation damage noted on the lead that had been previously repaired. The lead was capped and replaced, and the patient was stable with no consequences. Abbott believes this is an abbott product, but has been unable to obtain specific product information.